Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral after an interventional procedure. Reportedly, after the needle plunger was removed no suture or knot were present. The device was removed and hemostasis was achieved using a second proglide device. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A f/u report will be submitted with all relevant information.